Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up and the device was post-paced t-wave oversensing. Recommended programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.